Event description:
It was reported that when they tried to check the balloon by filling it with distilled water before inserting the foley catheter, the balloon did not inflate, and water leaked out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted attempted to inflate with returned syringe with 10 ml of mbs and pinhole 0.013" was found in the balloon upon inflation. Also received 5 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon and pink arrow indicating towards pinhole in balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Fifth photo sample shows document written in native language. Based on the physical sample received the reported event is confirmed and does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to check the balloon by filling it with distilled water before inserting the foley catheter, the balloon did not inflate, and water leaked out.